Event description:
Home patient reports accidently putting the patient line of the homechoice set instead of the drain line into the commode, noted during prime. Home patient discontinued use of the initial homechoice set and completed treatment with a new set with the assistance of the operational service representative. No patient injury or medical intervention reported by home patient.